Manufacturer narrative:
(B)(4). Analysis did not confirm premature battery depletion. Based on all available parameter and usage information, device longevity was within expected limits. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
A decision was made on (B)(6) 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, (B)(6) 2016 is used as the aware date for all prophylactic explants occurring prior to this date. Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.